Event description:
Customer stated that instrument reported false negative bilirubin results on positive quality control and patient sample. Customer also reported that same urine was run two more times on clinitek advantus and they reported as negative. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the false negative bilirubin result is unknown.

Manufacturer narrative:
Results mentioned below were bilirubin results and not leukocytes:initial result on the instrument: negative.visual read: positive.repeat result (alternate instrument): positive.customer indicated that other 9 assays on 10sg strip were consistent from clinitek advantus to alternate instrument.

Manufacturer narrative:
Siemens technical operation team investigated customer returned instrument. Investigation summary: performance of customer-returned instrument and comparison laboratory advantus was tested with m/s 10sg lot 410010 reagent using negative and positive (0.8 mg/dl) bil solutions. Eighteen (18) replicate values collected per solution, per instrument. No false negative results were obtained -- all testing with 0.8 mg/dl (positive) solution gave results of small (positive) and testing with negative solution showed negative results. A review of the release test performed in the siemens repair center before shipping to the customer shows that it passed all tests. Siemens technical operation team was unable to reproduce the customer's observation of false negative bilirubin.